Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening on the posterior side assessed as an unidentified (tear) opening (shell thickness was within specification). Additional observations: creases observed on the shell and white particles observed in the surface of the shell.. Additional, changed, and/or corrected data: b5, d6(b), d9, h3, h6.

Event description:
Healthcare professional reported the device has been explanted.